Event description:
It was reported by a service report that the mattress indicates a need for 'service'. Service inspection of the foot box identified the black power cable exiting from the motor was severed. No patient or user involvement. No adverse consequences have been reported. Event date was approximated.